Event description:
At approx 0700 pt was pulled into shower stall. The top on the shower chair came off, causing the chair to leave the aide's hands. This caused the resident to fall backward while sitting in the chair. Pt's head hit the aide's shoe.